Manufacturer narrative:
Initial and final MDR (B)(4). - MDR 3003442380-2024-10769- device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that there was leaking in infusion set tubing for less than 24 hours, which cause the patient blood glucose to low, therefore patient had consumed carbohydrates. No further information available.